Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The balance middleweight guide wire referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat the mid to proximal left anterior descending artery. A 3.5 x 23 mm multi-link 8 stent was successfully implanted; however, when attempting to remove the stent delivery system it was stuck on a balance middleweight guide wire. The two devices were removed together. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.